Event description:
On 1/27/2009, baxter's corporate vice president of quality became aware of adverse events involving baxter infusion pumps while searching the FDA's medsun online database. The adverse event occurred in the pediatric or neonatal unit. On 2/11/2009, the FDA provided a copy of the voluntary medwatch report, which contained the following report. Prostaglandins infusing via baxter pump. Pump stopped, when rn went to restart pump, green start key was dislodged. On the following day, the nurse reported that the pump was switched over to another pump. The pt did not experience any injury, nor was any medical intervention provided. When asked about the status of the device, she reported that the biomedical dept checked it out and that there was only a problem with the start key. She believes that it was repaired and put back into service.